Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that removal difficulty and stent damage occurred. A 4.00mm x 24mm promus premier drug-eluting stent was deployed for treatment. However, post stent deployment, when the balloon was going to be pulled out, it seemed to snare on the stent itself. At that time, there were two wires used for support. One of the wires was pulled out and the balloon was inflated again. The stent balloon was able to be removed, however, an obvious change to the stent in the vessel was noted. Another stent was placed on top of the distal end of the deployed stent where it was pulled by the balloon and the procedure was completed. No patient complications were reported.